Manufacturer narrative:
During a follow-up call on (B)(6) 2016, the customer reported that bg levels were back in target range and the customer was doing "much better". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl after delivering a food bolus for 20 grams of carbohydrates. The customer consumed carbohydrates to address bg level. Additionally, customer noted that the meal was prepared by the customer's daughter as the customer felt too lightheaded to prepare the meal. Reportedly, as the customer is a new pump user believes the suspected cause of the low bg to be due to the carbohydrate ratio settings being too high. System check with tandem technical support showed that the pump was performing as intended. Customer confirmed clinical diabetes specialist would be consulted regarding altering the profile settings.